Event description:
It was reported to philips that system was shut off during use.the system was clinical use at the time of event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer when the issue occurred, and the procedure was aborted and completed by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that the system was turned off during use. Upon troubleshooting fse found the power issue; the mpdu on/off led didn¿t illuminate after the f1 breaker is activated, indicating a fault in the mpdu. To resolve the issue, the mpdu replacement assembly was installed in the m-cabinet, and teal ups was successfully bypassed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.